Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) due to error 319 and a physical damage. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The unit was installed into an in-house test system and it failed in normal mode with error 319, pointing to the axes controller carriage (acc) board. The rolling loop harness assembly (fiber cable, ground straps, and guide springs), inside the spar link, was found to be damaged. As a fix, the rolling loop harness assembly was replaced. After the initial repair, the unit passed carriage lissajous, direction test, light emitting diode (led) test, fan test, fiber test, carriage switches, carriage strength, sensors check, sine cycle, brake test, and all friction tests, on the test platform.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer encountered error code 319 with one of the system's universal surgical manipulator (usm). The customer continued the procedure with the remaining usms. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 319: node not present at startup on the axes controller tornado (act) in armnet 1. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.